Manufacturer narrative:
Pump received with corroded battery cap contact therefore losing power. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. All operating currents are within specification. Pump passed self-test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was damage around the battery cap compartment. The caller reported the insulin pump was losing power randomly. It was also found the customer had cracks present around the insulin pump. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.